Event description:
It was reported that during surgery the screw could only be screwed in to approximately 3/4 of the length. During a second attempt the tip of the screwdriver broke off in the screw head and the screw head also broke off at the same time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The measurable dimensions of the sent articles were examined. We can determine that they correspond to the design and the specifications. No evidence found for a material or manufacturing error. The fraction does not indicate anything extraordinary. Thereby it is only assumed that a small overload exceeded the load limit of the tool, which finally led to breakdown.